Event description:
Customer reportedly received the following results on the advantage system, compared to a lab draw, within 10 minutes: 556 mg/dl (advantage) and 126 mg/dl (lab) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The account alleged that while doing a function check they found that the head raised on its own. No injuries.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.